Event description:
There were low out of range impedance measurements. Electrodes 0 and 3 showed 34ohms. The patient was programmed at 2-3+ and the patient was doing well. It was noted that patient was complicated in the past. He was in a wheel chair but now he was walking with a cane. There has been no falls or trauma. Additional information has been requested. Reference manufacturer report# 3004209178-2013-16795.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).